Event description:
It was reported that there was a coupling problem. The patient was usually able to get 6 coupling bars but on (B)(6) they couldn¿t get more than 2. They usually recharged once a week without a recharger belt. On the morning of the report they were able to get 6 coupling bars but it dropped down to 2. They had tried turning the antenna dial as well as wearing tight pants to hold the antenna in place. The patient felt like their implantable neurostimulator (ins) had possibly moved. Sometimes the ins felt like it was tilted and sometimes it felt flat. The patient could feel their device tilting and lower than where it was implanted. The ins was ¿movable¿. The ins was implanted in the patient¿s left buttock. The patient usually recharged in the morning because they felt the ins was ¿more flat¿. After sitting on a chair the patient would get 4 coupling bars and then dropped to 2 and then 0 coupling bars. The patient had not had any falls or trauma but had gained a little weight. The patient had noticed that starting a few months prior to the report when they would sit down they would feel a pinch and pulling sensation. This sensation would stop when they change positions. There were no issues with using the patient programmer. The patient met with a manufacturer representative at a doctor¿s appointment on (B)(6) . An antenna locate feature was performed and showed a range from 68 to 74 but they were still only getting 0 to 2 coupling bars. The ins pocket was not loose and the ins could be felt. Recharging was attempted with the recharger belt and they were able to get 4 coupling bars. Recharging spacers were also used and the patient was able to get 6 coupling bars. The event cause was not determined and no other troubleshooting or interventions were performed. The patient was doing fine and receiving effective therapy at the time of the report. It was later noted that the patient was still having concerns with their device or therapy but they were working with their doctor or a manufacturer representative. An appointment date of (B)(6) was noted. No interventions were reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger.(B)(4)